Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a case, the cart displayed "connection lost" and the system shut down. They tried to reboot without success. The power button led would illuminate but the system would not power up. There was troubleshooting present. It was reported that a battery stress test was performed and the system successfully booted. The main cart stayed at around 85% and the battery cart died immediately. There was no known impact to patient's outcome and surgical delay was not provided.  Additional information was received regarding troubleshooting. The system had been charged overnight and when unplugged from wall power, the camera cart shut down almost immediately while the main cart stayed on. The "connection lost" error did not appear. The system was plugged back into the wall outlet and self-test showed the camera cart battery at 100% charge. It was determined the camera cart battery needed replacement. It was noted the system connected to a boom outlet during initial issue occurrence. The camera cart had been left in the storage room and was not connected to the main cart during this issue occurrence. It was noted there were consistently multiple systems connected to the boom outlet tower and this was a new room setup that had been used only over the past few months. Multiple other navigation systems had been used with the same boom tower without issue. It was noted the issue had not reoccurred while connected to wall power in the storage room.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735771, serial/lot: unknown, product ID: 9735773, serial/lot: unknown, and product ID: 9735787, serial/lot: unknown. H6) multiple annex a codes were applied to capture this event. A0719 captures the system shutting down and a070803 captures the system not being able to power up. H3, h6) the system was serviced in the field and hardware parts were replaced. Additional information was not provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product: 9735787 , lot no: 19040332, was returned to the manufacturer for analysis. Analysis concluded no failures were found. The uninterruptible power supply (ups) was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d14. H3, h6) the product: 9735773 , lot no: 1909, was returned to the manufacturer for analysis. The battery was tested (52.49 volts (v)) with a known good ups for a 24 hour period. During the 24 hour test, the ups shut down due to the battery overheating, thus causing no power. Previously reported code, b01, is applicable as well as newly reported codes, c02 and d02. H3, h6) the product: 9735771 , lot no: 1909, was returned to the manufacturer for analysis. Analysis concluded no failures were found. The battery was tested (25.66 v) with a known good ups for a 24 hour period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Previously reported codes, b01 and c19, are applicable as well as newly reported code, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section b5. H2) updates made to imf (annex f) health impact code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified the issue occurred pre-operatively in which there was no patient involvement. The issue occurred during set-up for a cranial procedure and a second system was brought in for the case.